Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and low pump flows were noted and suction alarms occurred. Shortly after, flows dropped down to 0.0lpm and the impella was removed. The doctor suspected a thrombus was ingested. The patient had clotting issues.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow was most likely due to biomaterial as a result of patient's condition. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12578: d4 model number, e4 should have been left blank.